Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was tested and calibrated. The system passed a stress and accuracy test and was fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4).